Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/09/2025, the user reported experiencing prolonged hypoglycemia (lowest bg 39 mg/dl) after changing ilet supplies. The user treated the lows at home and recovered without hospitalization.